Manufacturer narrative:
Product complaint : (B)(4).

Event description:
There is no new allegation. Updated associated contacts and added law firm.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 3/15/2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, difficulty walking and performing daily activities, emotional distress, consequences associated with exposure to elevated metal ions. Identified an index date and index operative record of (B)(6) 2009, but the products implanted during this primary surgery do not match those products already reported for the revision date (B)(6) 2016 in (B)(4). No revision operative note is available for the surgery on (B)(6) 2016. Because of the product discrepancy between the index surgery and the reported revision surgery, it's apparent that the patient's right hip was revised at least once between the dates of (B)(6) 2009 and (B)(6) 2016, but no records are available for that surgery. Due to the allegations of pain and elevated metal ions, and that the products implanted in the primary surgery are part of a metal-on-metal construct, the liner, head and stem will be reported.